Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient harm.

Manufacturer narrative:
(B)(6). The customer reported that both the da pcba and the da-mc cable were replaced to resolve this issue.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported no patient involvement.